Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse), diagnostics were performed, including log file review, motor calibration, a 4-year pm timer reset, and a hard reset. The customer's complaint was confirmed as the device again failed a test step during testing, consistent with findings from the previous technician. The fse replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. A second hard reset was performed, followed by a 15-minute runtime. Log files were cleared again, and circuit calibration was completed. A preliminary system test was conducted. The device passed the exhalation test but power source verification: internal li-ion. The fse informed the customer of the secondary issue. The customer confirmed they had the necessary parts and would handle the repair internally. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.